Event description:
It was reported that the event occurred in the cardiology department, the patient (B)(6) cm in height. The (iab) intra-aortic balloon catheter was inserted via a sheath in the patients left femoral artery, and then connected to the pump. The pump (s/n (B)(4)) was turned on. There was no alarm during this period. The patient received iabp therapy during the first hour in use but the waveform showed no improvement of patient's blood pressure. Checking the whole system there was nothing wrong and catheter was correctly connected. The md checked the iab under fluoroscope and found that the balloon unwrapped properly and the patient's blood pressure improved. The x-ray is not available for review. There was a reported less than 30 minute delay / interruption in iabp therapy. The delay did not cause harm to the patient. There were no reported patient complications, death, or injury. Medical / surgical intervention was not required. The patient outcome is listed as stable. Additional information received on (B)(6) 2015 - the md used another arrow iab successfully. The same iab pump was used for the second iab.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). More information received 07/08/2015: the iab membrane was wetted prior to insertion. The md inflated the balloon after it was removed from the patient to see if there was any problem with the balloon after the catheter was removed from the patient. Evaluation: returned for evaluation was a 40cc 8.0fr iab. The insertion kit typically supplied with the catheter was returned with all contents the one-way valve came attached to the inflation lumen. The bladder membrane was fully unwrapped upon return. No damage or kinks were noted with the catheter upon initial inspection. The bladder thickness was measured at six points with measurements within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. No holes or leaks were detected. The unit passed leak test. See other remarks section. Other remarks: the iab was connected to an iabp with lab inventory driveline tubing. The iab was inserted into the "t" tube and 100mmhg backpressure was applied. The iab was pumped for a minimum of 5 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was front loaded through the luer end of the iab. Resistance was encountered 17.5cm from the luer end. The guidewire could not advance. Blood exited with the guidewire. The guidewire was back loaded through the iab distal tip. Resistance was encountered approximately 18.5cm from the distal tip. The guidewire was not able to advance. Some blood exited with the guidewire. The catheter was not able to be aspirated or flushed. A blood clot was noted blocking the central lumen. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint that the iab would not fully inflate is not confirmed. The bladder membrane passed functional testing. The root cause of the complaint is undetermined.

Event description:
It was reported that the event occurred in the cardiology department, the patient (B)(6). The (iab) intra- aortic balloon catheter was inserted via a sheath in the patients left femoral artery, and then connected to the pump. The pump (s/n (B)(4)) was turned on. There was no alarm during this period. The patient received iabp therapy during the first hour in use but the waveform showed no improvement of patient's blood pressure. Checking the whole system there was nothing wrong and catheter was correctly connected. The md checked the iab under fluoroscope and found that the balloon didn't unwrap properly. As a result, the iab was removed and replaced with a new iab. The second balloon unwrapped properly and the patient's blood pressure improved. The x-ray is not available for review. There was a reported less than 30 minute delay / interruption in iabp therapy. The delay did not cause harm to the patient. There were no reported patient complications, death, or injury. Medical / surgical intervention was not required. The patient outcome is listed as stable. Additional information received on 5-26-15- the md used another arrow iab successfully. The same iab pump was used for the second iab.